Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon (1): no image output occurred due to sp2 sub-assembly board failure. Additionally, regarding phenomena (2) error code e226 and (3) endoscope image has no output: it was determined that both phenomena occurred due to txrx module failure. The root cause for all could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was confirmed; when an sdi cable was used there was no image; this was caused by an issue with the video processor. The "no image" problem also occurred in use with other cable types; this was caused by a faulty printed circuit board. During testing, an error code (error 226) occurred. This error was caused by a serial bus failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the visera elite iii video system center did not relay an image to the monitor. No adverse effects to patient reported.